Event description:
It was reported that the health care professional (hcp) requested a review of reports for this implantable cardioverter defibrillator (ICD). Upon review, technical services (ts) confirmed the device delivered eight anti-tachycardia pacing (atp), all of which were unable to convert the rhythm. The episode occurred within an atp-only programming zone. All automatic pace threshold tests were successful and the most recent lead tests were all within normal limits. Subsequently, tachy therapy was turned off, and the patient zones were reprogrammed. The patient was in the emergency department (ed), received an IV-amiodarone bolus, and would be externally defibrillated by the ed. This ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.